Event description:
It was reported the patient had the spectra device replaced with a inflatable penile prosthesis due to a fungal infection.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.